Event description:
The customer reported that the system displayed a filament regulator fail error message and that it would not expose images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and the filaments were calibrated. The system was tested and found to be working as intended and put back into service.